Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, 90% stenosis lesion in the mid left anterior descending (lad). The 2.5x15 mm nc tenku balloon catheter was advanced for post-dilatation; however, the balloon ruptured at first inflation at 17 atmospheres. A non-abbott device was used to complete the procedure. Resistance was felt during advancement, due to the anatomy. No resistance was felt during retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): against resistance, incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency. It was reported that resistance was felt during advancement and should be noted that the nc tenku instruction for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Additionally, it was reported that the balloon was not soaked prior to use. It should be noted that the IFU states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. If any resistance is felt during preparation, discontinue the use of the balloon and replace it with another balloon. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.